Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been 1 other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported following an iol implant procedure, the patient experienced glare when driving at night. The lens was replaced approximately 7 months later in a secondary procedure. Additional information has been requested.